Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. The customer¿s blood glucose level was 28 mmol/l and 20.6 mmol/l. The customer was treated with pen. The customer had symptom such as discomfort. The customer performed self test, high pressure test and was passed. It was reported that the customer was not using automode. The insulin pump will not be returned for analysis.